Event description:
It was reported that a "skin reaction" occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with itching, redness, inflammation, drainage, infection, at the needle puncture site which occurred approximately on an unspecified days after the sensor had been inserted in the arm. The area was prepared with alcohol before placing the sensor on the body. There is no documentation of scarring, or systemic involvement. There is no diagnostic test conducted. The reporter went to the hospital with the patient. Health care professional (hcp-diabetic nurse) prescribed oral liquid antibiotic (unspecified). At the time of the report, patient condition was calm during the call. No other details were provided. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).